Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to this issue, investigation revealed that the keypad cover was lifted at the ok button and the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 08/10/2016.